Event description:
Consumer reported needle hub separated and stayed inside of the shield. Consumer does not re-use. Consumer refused replacement but sending samples. Lot #: 3065255 catalog #: 328466 date of event: unknown.

Manufacturer narrative:
Investigation summary: samples were received, and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Embecta was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required. Correction. Report was submitted on dec 18, 2024. Device was evaluated. Provided codes. Provided investigation summary and corrected data.